Event description:
t was reported that the patient experienced high blood glucose (250 mg/dL) on (b)(6) 2026. Due to not changing site of insertion. The event was treated with insulin bolus.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injuryTo date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.